Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the compressor won't run/ start. As stated on the repair statement additional malfunction on this device: uni ran briefly and shut down/no restart.